Event description:
Information received does not address the patient's clinical status but notes that the patient presented in the hospital pccu one day post implant. Bipolar atrial sensing was lost at 0.5mv and could not be regained at 0.1mv. Sensing improved in the unipolar ring setting with a 1.2mv threshold, but occasional undersensing remained at the 0.5mv to 0.1 mv settings. The physician elected to permanently program the device to unipolar sensing at 0.5mv.